Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare professional (hcp) phoned in requesting assistance in diagnostic interpretation of a remote monitor report that shows ventricular sensing episodes with intervals that could potentially be caused by t-wave oversensing (twos). There was no solid evidence of twos, as no egm information exists showing twos. The caller was suggested means of reproducing twos in clinic by manipulating programmed settings and potential reprogrammings to remove twos once confirmed/reproduced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.